Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2011-05591. The pt received her scs system on (B)(6) 2008 including an ipg and a percutaneous lead. It was reported the pt had fallen on the ipg site. The pt's program was set to cover the right lower back, but stimulation could only be obtained on the lower left side. Reprogramming was performed, but did not resolve the issue. X-rays were taken and no anomalies were revealed. The pt's doctor advised the pt to leave the stimulation off until the next reprogramming visit. At the beginning of the reprogramming visit the pt experienced overstimulation when the ipg was activated. As the sjm representative increased the amplitude, the pain went away and she could feel the stimulation. A fluoroscopy was performed and no anomalies were revealed. The pt will undergo surgical intervention on a later date. Attempt to gather additional information was unsuccessful. No further information is available at this time.